Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204-belt/monitor unusable) has been confirmed. Upon investigation the monitor failed to set-up a baseline and displayed a service code 204 - belt/monitor unusable. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. He root cause for the defective u612 component could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing a service code 204 (belt/monitor unusable).